Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customers blood glucose level ranged from 108-163 mg/dl. Reportedly, the contact was instructed to leave the pump plugged into a power source. No additional information was provided. Contact declined further troubleshooting from tandem technical support.